Event description:
The pt experienced a sudden reoccurrence of tremor symptoms and felt that neurostimulation was not working. The hcp was unable to interrogate the device. The device was replaced, and the pt is currently receiving good therapy.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.